Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory indicated an issue with missing/invalid diagnostic data.

Manufacturer narrative:
Concomitant medical products: 3093-28 interstim urinary, implanted (B)(6) 2012; 3058 interstim urinary, implanted (B)(6) 2012; 5076-45 lead, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced a bit flip. The device was reset and remains in use. No patient complications have been reported as a result of this event.